Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer called into technical support (ts) reporting that during testing the device has alarm issues. Displays proximal pressure sensor auto zero failed. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the data acquisition board to resolve the reported issue. The unit passed required performance verification tests per philips standards.